Event description:
Details of this event became known to boston scientific on 12/10/2007 and is being reported due to the possibility that a boston scientific corporation sensor guidewire was involved. Specific device information is not available. It was also reported that a terumo radifocus guidewire was used. In 2005, a catheter was placed in the right kidney for the treatment of a calculus disease. It was noted on two days later that the catheter was detached and therefore replaced with a new catheter. A percutaneous nephrostomy to the right kidney was performed on twelve days later, and it was reported that the patient returned regularly for extracorporeal shock wave lithotripsy (eswl). An x-ray, performed on approx five months later, revealed a "coil like" foreign object in the right kidney and it was reconfirmed again in early 2006. It was reported that the unidentified "foreign object" created no complications for the patient and as of 2007 there has been no treatment involving the "foreign object".

Manufacturer narrative:
The upn/lot# of the device used is unknown; consequently, the expiration date and manufacture date of the device is unknown. Device code: not labeled. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. It was reported that the device used was disposed of by the hospital and therefore will not be returned; therefore, a failure analysis is not available, and the relationship between this device and the cause of this event is undetermined.